Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm, the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient, that the omnipod personal diabetes manager (pdm) becomes hot to the touch. It was also reported, that the battery dropped dramatically at the time that the pdm became hot.